Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy, the lithocrush handle broke while the users attempted to crush the stone. The users cut the wires by the handle, and left the remainder of the lithocrush inside of the patient with the sheath removed. The users successfully crushed the stone with the use of non-olympus emergency handle, and then successfully withdrew both devices from the patient without complication. There was no patient injury reported. The patient was said to have been released from the facility the following day.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the event, and was informed that an emergency handle had not been available at the time of the event, but clinicians had obtained one from another user facility. The subject device has been discarded by the user facility and is not available for evaluation. The cause of the reported difficulty cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.